Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the cause of the issue was the patient was not using the programmer correctly. There was no malfunction of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that if the patient lowers the amplitude on their ins they are unable to turn it back up again. There were no symptoms reported. No further complications were reported or anticipated.